Event description:
Initial reporter indicated the patient's vns was replaced for being at end of battery life. Eos was confirmed based on battery voltage measuring 1.495 volts (depleted). The remaining battery longevity was calculated to be - 2.01 years until eri. The values used to perform the battery life estimate may not be representative of the entire period of customer/patient use. The generator was implanted for 5.10 years ((B) (6) 2003 - (B) (6) 2008). During testing, transistors q9 and q10 (combined) were found to exhibit out-of-limit (higher) leakage currents at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approximately 7.876ua over the high limit (spec 23.000 - 38.000 ma) and could potentially be a contributing factor to the end of battery life. However, results of the battery longevity prediction confirm that the eos condition was an expected event. The caged module met all specifications as defined by cyberonics post burn-in electrical test specification after that q9/q10 replacement.